Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-04389. It was reported the pt had stopped charging her ipg many months ago due to heating while using the charging system. The pt reported the ipg was unable to communicate with external devices. The pt did not want a replacement charging system. Ref MFR report: 1627487-2012-04870 for the lead issue.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Results - pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all charges were capable of elevated heating. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.